Event description:
See also manufacturer report 3004209178200805718. It was reported that the pt experienced a loss of therapeutic effect with no stimulation sensation and infection. It is unk what type of infection. The pt was redirected to her physician. Further info is being requested at this time.